Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking/jolting sensation at the device pocket when the device was turned on. The pt turned the device off and the shocking resolved. Impedance measurements were within normal limits. An x-ray was also within normal limits. Additional info from the pt's health care professional was requested.